Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump on (B)(6) 2016. Customer stated that she had a cat scan weeks ago. Customer reported that she was unable to complete the pump rewind. Customer only had one motor error alarm in the alarm history within the last 30 days. Customer performed the displacement test and the pump passed. Customer stated that the manual prime was also successful. It was explained that the alarm was caused by a connection issue. Customer also reported that she had an off no power alarm and failed battery test alarm. Customer stated that the pump started making noise and had an off no power alarm. Customer changed the battery afterward. Customer stated that she was in the car in a parking lot. Customer was advised to monitor the pump.